Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated that the patient is claiming that the doctor said that the implanted system is damaged and needs to be taken out. The initial question asked by the caller was, could a patient with a damaged lead be scanned according to the MRI guidelines? The caller did not have any specific information about what implanted component damaged and was what the extent of the damage was. There was no symptom reported.